Manufacturer narrative:
(B)(4). This is one of 3 records reflecting multiple occurrences of (B)(4). Add'l occurrences are documented as MDR # 1036844-2009-00062, MDR # 1036844-2010-00089. Until (B)(4) 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from (B)(4) 2009 through (B)(4) 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and (B)(6) reports. Please refer to the MDR for the original complaint referenced above for the follow-up for this MDR.

Event description:
It was reported that during insertion, the spring wire guide (swg) kinked when being advanced through the arrow raulerson syringe (ars) at approx 2-3cm. The clinician reported meeting with this issue with a total of three packages on the same pt. The insertion was finally successful with the fourth package.